Manufacturer narrative:
(B)(4). This incident was reported to fisher & paykel healthcare on july 23 2015 by a lay person, alleging that her son had sustained lung damage as a result of an hc500 humidifier being operated with a dry chamber while in use by her son in the home setting. As the event allegedly occurred about a year ago there are no devices available for evaluation and the only information we have is what we have been told by the mother of the patient. The hc500 humidified is designed to be run with a chamber of water in order to humidify the breathing gases. A dry chamber would result in warm dry air being delivered to the patient so the hc500 user manual states as follows: the water level in the humidification chamber should be checked approximately every 4 hours and refilled when necessary. A high air-flow rate and/or delivery temperature will increase the water consumption. You should check the water level more frequently, as advised by the clinician. It is extremely important that the caregiver who is to operate the hc500 understands their responsibilities regarding the use and maintenance of the unit. The hc500 also monitors the airway temperature - if the airway temperature reaches 41 degrees celsius or greater, the hc500 will alarm and immediately cut power to the heater plate. In the event of a temperature alarm, the hc500 instructs users to check that there is water in the water chamber. Based on the reported information, it appears that the hc500 operated correctly but that the caregiver neglected to ensure that the chamber was kept supplied with water.

Event description:
A home customer in (B)(6) reported that her son was set up on an hc500 humidifier and a respironics trilogy 200 ventilator due to hypoventilation. The customer alleged that the nurse on duty allowed the humidification chamber to run dry on her son while in use at home and that he consequently received dry heated air that burned his lungs. The customer further reported that her son required high oxygen levels for several weeks and that a bronchoscopy showed lung damage, which the customer claimed was the result of the nurse's neglect. The customer also informed us that this event occurred about a year ago and that the patient is fully recovered.